Event description:
It was reported that patient had a right hip revision.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stem. Additionally, an unknown femoral head was reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Not returned to manufacturer.